Manufacturer narrative:
The insulin pump did not have a battery when received. The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump had minor scratches on the display window, cracked belt clip slot and cracked reservoir tube lip. No data was available due to the insulin pump being received without a battery installed.

Event description:
It was reported that the customer passed away while wearing the insulin pump. The last blood glucose reading was 13mmol/l. The daughter found her and was taken to the hospital with a heart attack. She was partly in coma and was blue around the lips. The daughter believes that it was due to her diabetes and an injection with some sugar given by herself. After given her basal revival the ambulance came and began with the heart attack treatment. In her way to the hospital she was given adrenalin twice. She had diabetes type 1 and diabetic nephropathy. In the hospital she was treated with potassium, glucose, and others but her rhythm was not stable. The treatment stopped and she was pronounced dead. It was stated that the customer was hospitalized before with diabetes ketoacidosis. She was also ill through the night and the night before her blood glucose was 18mmol/l. The nurse believes that she inserted the infusion set incorrectly and did not receive insulin. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.